Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Upon review of the available images from the original procedure, it appears that the device was in good position with the lock wire locked. The middle component is interlocked with the bottom component, but not fully interlocked with the top component. Prior to the revision surgery, pre-op images showed both middle and bottom components have moved outside of the disc space. The top, however, remains in its original location. In addition, it appears that the lock wire/lock screw system failed, allowing the implant to disassemble. Root cause of that failure could not be determined since the returned implant is in good condition with nothing out of the ordinary. On (B)(6) 2019, revision surgery was performed, and the surgeon was able to successfully remove the implant and replaced it with new hardware. Patient is confirmed to be doing well. A review of the lot history record confirmed no manufacturing nonconformities were issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2019, benvenue received information of a luna that disassembled and migrated causing pain. Original date of surgery was (B)(6) 2018. Revision surgery was performed on (B)(6) 2019.